Event description:
Customer reported that compounder overfilled a final bag. The unit was programmed to deliver 100ml. But kept running until the stop button was pushed. No pt involvement. Unit was sent to product services for eval.